Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the issue happened in the pre-planning stage in their storage room not in the operating room (or). Conflicting information was received that they aborted the case. Follow-up is being conducted to clarify this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, software version: 2.3. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that the case was not aborted but use of the navigation system was aborted. It was also reported that the site no longer had this system.

Manufacturer narrative:
Patient age not available. Patient weight not available. UDI not available for this system. A medtronic representative went to the site to test the equipment. Testing revealed that the software was uninstalled and reinstalled, and the issue resolved. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site turned on the system and when they logged into the ear, nose & throat (ent) application, the only task they were on was the select patient task. The site reported that they did not have select surgeon or select procedure and could not navigate forwards or backwards. Multiple reboots did not resolve the issue. The site aborted use of the navigation system. The procedure was completed with a twenty minute delay. There was no reported impact to patient outcome. A manufacturer representative was on-site and reported that the select surgeon screen had no surgeon profiles present, not even the standard profile.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Conflicting information was received that there was no patient involved. The turning on of the system and trying to log on was done pre-case. Follow-up is being conducted.